Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
It was reported that when the cup and neutral liner were implanted and trailed, the patient dislocated. Subsequently, the surgeon chose to discard the neutral liner and implant a high wall liner to ensure patient safety. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: cer bioloxd option hd 36 mm. Item: 650-1057. Lot: 3234032. The customer has indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.